Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt318 optiflow junior nasal cannula was damaged during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) .fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt318 optiflow junior nasal cannula was damaged during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed that one of the tubes was torn in the middle, with kinking visible near the reported damage. The healthcare facility reported that there was poor supervision from the parent, and that the patient was very active and would constantly pull the tubing. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt318 optiflow junior nasal cannula. However, based on our knowledge of the product and the information provided by the healthcare facility the tubing was confirmed to be subjected to excessive force. The damage is most likely caused by the patient accidentally pulling at the tube. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specifications. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and also provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."